Manufacturer narrative:
(B)(4). Method: the inspiratory and the expiratory tubes of the complaint rt340 adult breathing circuit were returned to fph in (B)(4) for inspection. The tubes were visually inspected and electrical resistance tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was outside the specification. No fault was found with the heater wire in the expiratory tube. A lot check revealed no other complaints of this nature for lot number 120903. Conclusion: the fault observed can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire was damaged post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual heated evaqua breathing circuit had an open circuit heater wire. This was observed during use on a patient. No patient consequence was reported.